Event description:
It was reported that the touch screen stayed black during a photoselective vaporization of the prostate procedure. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The field service engineer (fse) confirmed that the touch screen goes black (no display) when flipped opened at 180 degrees and error code 509 (display assembly) was displayed. The top cover (touch screen) assembly was replaced. The system passed full functional and electrical safety testing. Based on the investigation results the issue was due to an electrical failure with the top cover (touch screen) assembly. Based on the observed display failure, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The field service engineer (fse) confirmed that the touch screen goes black (no display) when flipped opened at 180 degrees and error code 509 (display assembly) was displayed. The top cover (touch screen) assembly was replaced. The system passed full functional and electrical safety testing. Based on the investigation results the issue was due to an electrical failure with the top cover (touch screen) assembly. Based on the observed display failure, an evaluation conclusion code of cause traced to component failure was assigned to this investigation. The console top cover (touch screen, master control board assembly), returned to the manufacturer for analysis. Physical inspection of the top cover confirmed that it was in overall, good physical condition. The top cover was a little dirty from normal usage wear. The monitor flips up and down and holds in place. Lids open and close with no issues. There was no physical damage related to the reported event. Based on the evaluation finding, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the touch screen stayed black during a photoselective vaporization of the prostate procedure. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that the touch screen stayed black during a photoselective vaporization of the prostate procedure. The procedure was not completed due to this event. There were no clinical consequences to the patient.